Event description:
I am a type one diabetic using the dexcom g7 continuous glucose monitor (cgm). The cgm fails approximately 80% of the time well before the marketed duration of 10 days. The company frequently refuses to replace failed products and actively removes information necessary for product replacement (serial number, insertion dates, etc.) From device software, making it prohibitively difficult to receive the replacements, and leaving major gaps in the ability of a diabetic to properly care for themselves.